Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the olympus colonovideoscope displayed an error code e315, incompatible scope, upon receipt. All remedial measures were attempted by the olympus endoscopy support specialist with no success. There was no patient involvement reported.